Manufacturer narrative:
Evaluation of the returned product found that the large window b has a small hole in the netting. There was other damage to the canopy unrelated to this complaint.

Event description:
The customer was returning a canopy due to a patient had cut a hole into the main panel. No patient injury was reported.